Manufacturer narrative:
Based on the claim against the product by the customer noting that an endoscope had rotational issues during a procedure. An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. At this time, it is unknown if the issue is with a 0-degree or 30-degree endoscope and no serial number has been provided. Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Therefore, the probable root cause of the customer reported failure mode has not been determined based on the information provided. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endoscope had rotating issues. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted surgical procedure, an endoscope had unspecified rotational issues. It is unknown if the issue was with a 0-degree or 30-degree endoscope. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have adapter damaged or friction issue. There was 5000 delamination and an endoscope bearing friction issue. The complaint regarding rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.